Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, lead noise on the ventricular lead was observed. The patient was asymptomatic. Noise was reproducible in-clinic. The electrical function of the lead was normal otherwise. A follow-up appointment with the ep will be scheduled to determine a course of action. No further information was available at this time.